Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels a year ago. Customer's blood glucose value was 27 mg/dl at the time of the incident. The customer was treated with some juice and glucose tablet by the emergency response team. Customer did not eat the whole day and as a result, her spouse found her unconscious. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.